Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. After insertion, the cgm paired successfully and the readings were okay. On (B)(6) 2025, the patient stated the cgm readings became inaccurate. The cgm was 47 mg/dl and the bg was 267 mg/dl. The patient calibrated the sensor but the readings remained inaccurate. The patient had a headache, felt dizzy and was sweating so she took "a lot of sugar" to increase her blood glucose (this is reported by the patient despite the bg reading 267 mg/dl) but the cgm remained at 47 mg/dl. The patient is new to dexcom and went to the pharmacy to ask for assistance and was advised by the pharmacy to go to the hospital. The patient lives in assisted living facility and asked someone from there to drive her to the hospital. The doctor at the hospital checked a fingerstick and the bg was 265 mg/dl whiel the cgm was still 47 mg/dl. The patient was treated with saline via IV, decadron, zofran and toradol. Laboratory tests were done and results were not available yet per the patient. The patient was discharged from the hospital the same day. Prior to discharge, they checked the patient's bg and it was 115 mg/dl while the cgm was still 47 mg/dl. The patient was advised to remove the sensor and to schedule a follow up appointment on monday ((B)(6) 2025). The patient was still feeling sick after leaving the hospital. At the time of the report on (B)(6) 2025, the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid when the patient was symptomatic and at the hospital. The reported glucose values fall within the b zone of the parkes error grid prior to being discharged from the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.